Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it was stated that the patient was revised to address pain. Revision notes reported that there is a small crecentic and flattened fluid collection along the right greater trochanter posteriorly extending towards the posterior joint pseudocapsule. Clinic visit reported elevated cobalt levels. Lab results for metal ions were above 7ppb. Doi: (B)(6) 2008. Dor: (B)(6) 2019; (right hip).